Event description:
As reported, "patient experienced unexplained chest pain. Determined port catheter had disconnected (x-ray) "wrapped around heart." Last successful port access in 2008. The catheter and port were removed via intravascular retrieval."

Manufacturer narrative:
Conclusions: no conclusion can be drawn, device not returned.